Manufacturer narrative:
This device has not been returned for investigation. A review of the device history record as well as product in inventory did not identify any anomalies. The biopsy gun is designed to prevent the unit from misfiring, including a safety button and latch. Care must be taken when operating spring-loaded devices, operator error may lead to a misfire. Without the product in question, our investigation is inconclusive. As a pro-active measure, we have implemented 100% inspection of biopince units for this failure mode.

Event description:
While conducting a breast biopsy using a biopsy gun, the physician sustained a needle stick. Per procedure, the physician went to the emergency room for bloodwork and later returned to work that day.